Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient was implanted with multiple pelvic mesh products including bard mesh. The patient's attorney alleges pain and suffering, permanent injury, and chronic infection.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. The patient's attorney alleges infection which is a known possible adverse event listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing preview was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.